Event description:
It was reported that a small volume folfusor had a leak from an unspecified location. The device was filled with fluorouracil and normal saline and the leak was noticed in the overpouch which contained the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured july 13, 2014 to july 14, 2014. Evaluation summary: the device was received for evaluation. Visual inspection noted fluid inside the overpouch and an untightened blue winged luer cap. The blue winged luer cap was hand tightened and a functional leak test was performed. There were no signs of leakage. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.